Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with right ventricular lead noise. The lead was reprogrammed which did not resolve the issue. Noise could not be reproduced in clinic. The patient presented in clinic on (B)(6) 2020 and no further noise was sensed. The patient was stable and would continue to be monitored.